Manufacturer narrative:
E1 facility name- (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) spoke with the pharmacy, and no further issues were reported, confirmed that the customer resolved the issue and no further investigation was required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers in the machine had failed and that certain cubies were not being recognized. The customer stated that several failed drawers contained active medication orders and were not recoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.